Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as july of 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Related manufacturer's report: MFR# 0002242816-2025-00100.

Event description:
It was reported that the patient developed skin irritation while using the 72r electrodes and cover patches. The patient¿s skin was red and itchy with red bumps. On some days, there are hives surrounding the irritated area as well. The patient uses each set of electrodes for approximately one week and uses the cover patches for three days each. The patient was unsure if the irritation was from the electrodes, cover patches, or both. The patient spoke with her doctor who suggested over the counter hydrocortisone cream and allergy cream to fight the irritation. The patient added that she cannot rotate the position of the electrodes and cover patches because there is not much room. The patient was advised by customer service to eliminate the cover patches from her routine and perform the time test with the alternate electrodes. No further information was provided.

Event description:
It was reported that the patient developed skin irritation while using the 72r electrodes and cover patches. The patient¿s skin was red and itchy with red bumps. On some days, there are hives surrounding the irritated area as well. The patient uses each set of electrodes for approximately one week and uses the cover patches for three days each. The patient was unsure if the irritation was from the electrodes, cover patches, or both. The patient spoke with her doctor who suggested over the counter hydrocortisone cream and allergy cream to fight the irritation. The patient added that she cannot rotate the position of the electrodes and cover patches because there is not much room. The patient was advised by customer service to eliminate the cover patches from her routine and perform the time test with the alternate electrodes. No further information was provided.

Manufacturer narrative:
Additional information: b4: date of this report, h2, h11. Corrected data: d3: email address, d4: expiration date, g1: email address. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Multiple attempts were made for additional information and product return, however, neither were provided. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor for trends. Related manufacturer's report: 0002242816-2025-00100.